Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that out of range impedance readings and high thresholds were observed on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.